Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer declined service. Ge healthcare service representative recommended the customer calibrate the flow sensor.

Event description:
#12 the hospital reported a an error that results in an inability to initiate mechanical ventilation. There was no report of patient injury.